Event description:
The account's biomedical engineering department reported the device to have a 570:00 failure code during patient use. The patient was in route to the operating room with all three channels in use infusing versed, fentanyl, neosynephrine, and vecuronium. The patient was reported to become hypotensive but there was no report of patient injury or need for medical intervention. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding patient demographics, diagnosis, set up of the device, rates/concentrations of medications, or the patient's blood pressure readings.